Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced recurring incontinence with sling device. Incontinence was worse than prior to sling implant. A new artificial urinary sphincter (aus) was implanted. No adverse patient effects.